Event description:
It was reported, that the pump was not delivering boluses. The customer's blood glucose level was 352 mg/dl. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.